Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with "recurrent lower back pain and recurrent numbness of the left leg". The investigator noted the event as mild in intensity. The physician did not prescribe add'l treatment as medications (unspecified) had already been prescribed by another physician seeing the pt for an unrelated illness. It is not known if the event resolved as the pt was reported lost to follow-up, no further data available. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a respiratory infection (trauma from coughing & sneezing) as a possible cause for the event.